Manufacturer narrative:
The insulin pump passed displacement test. The pump was received with constant alarms during battery changes due to minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating an unexpected restart and external ram crc error from the insulin pump. The customer's blood glucose reading was 93 mg/dl. The customer stated that she had tried several batteries and kept receiving an unexpected restart. The customer stated that she received an unexpected restart and then changed the battery. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated that the alarm occurred shortly after inserting a new battery. The customer also stated that she received an external ram crc error from the pump. The customer stated that the alarm did not occur during the rewind sequence. The customer will be sent a replacement pump.

Manufacturer narrative:
Additional information was received which was not included with the initial medwatch report. The information has been provided with this report.the insulin pump had no unexpected alarms noted during testing. The insulin pump passed self-test. The insulin pump had constant alarms during battery changes, due to faulty connectors on interface board.